Event description:
Olympus was informed that the facility removed the scope from the pt because light of clv-s190 went off during laparoscopic procedure. The facility continued the procedure by using the same clv-s190 because the device worked properly once the facility turned on the device again. There was no report of pt injury in this event.

Manufacturer narrative:
Olympus did not receive the subject device and could not confirm the device. The cause of this defect was not conclusively determined at this time. The cause was presumably attributed to following 3 items since the device worked properly once the facility turned on the device again: the device did not work when there was abnormal power supply environment temporarily in the facility; the device did not work temporarily when the device was affected by another device which generated strong electromagnetic wave; the safety mechanism worked because of rising internal temperature in the device. Olympus also checked the manufacturing history of the subject device, there was no irregularity found. There were no further details provided. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on (B)(6) 2015. This is a supplemental report for MFR report to provide device evaluation results. The subject device was returned to olympus for investigation. Olympus could not reproduce the phenomenon, but the subject device recorded a temperature switch error. Olympus also confirmed there was much dust in the subject device. Olympus could not determine the cause of this phenomenon because the phenomenon was not reproduced. The subject device recorded a temperature switch error, and worked properly once the facility turned on the device again during the procedure. Therefore, the temperature sensor might have worked due to increased internal temperature in the subject device and the lamp of the subject device was shut down. The instruction manual of clv-s190 mentions notifications for operating environment. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.